Event description:
Patient was revised to address gross poly wear. The knee sustained irreversible damage to the metal components requiring a total revision procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.